Event description:
It was reported that the surgeon inserted a cq2015 collamer three-piece lens and one haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated the cause of the torn haptic was due to a loading error.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unk. The cause of the difficulties experienced during the procedure could not be determined.